Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they experienced a loss or change of therapy. The patient noticed there was a poor communication screen on the patient programmer on (B)(6) 2015. Over the call, it was determined that the patient was placing the antenna over the wrong side. The patient then placed the antenna over the implantable neurostimulator (ins) and was able to connect. The issue was resolved and the patient programmer was working as intended. The therapy stopped helping with controlling her symptoms. The patient did not have a managing health care professional (hcp) at the moment. She was on program 2 at 0.4 volts. The patient felt stimulation and the therapy was on. The patient tried increasing from 0.4 volts to 0.5 volts and reported that the stimulation felt uncomfortable at 0.5 volts so they turned it back down. The patient changed to program 1 at 3.4 volts and confirmed that she felt stimulation. There was a return of urinary symptoms.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0ry96, implanted: 2015-(B)(6), product type lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported a loss of therapy. On 2015-(B)(6), she was not feeling stimulation, was not getting relief from therapy, and the implant wasn't working. Her healthcare provider had recently checked the implant and everything seemed good. On 2015-(B)(6), the patient programmer wasn't working and was showing no energy and a "black cell leaning against another black cell." The programmer batteries had not been recently replaced. The patient had not had any falls or trauma and was to follow up with her healthcare provider. No event cause, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.